Manufacturer narrative:
Log file analysis revealed several premature switching events. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed several premature switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event.

Manufacturer narrative:
The battery has been returned to the manufacturer; however, completion of analysis is pending. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient "called hospital and described battery jumping from port 1 to 2 in a charging level earlier than expected". "Patient is experiencing these problems almost every 6 weeks, several device exchanges performed". "No logs, as patient could not come into hospital". No additional information provided. Investigation is ongoing.